Event description:
During implant, impedances were greater than 4,000 ohms on electrodes #2 and #3. The lead was removed, wiped off, and re-inserted several times and the rate and pulse width were adjusted with no success. The ipg was replaced and the impedances resolved. The patient was well and had no complications.

Manufacturer narrative:
(B) (4).